Event description:
Customer reports one incident of a blood leak on use #1 at the onset of patient treatment. Noted by visible blood in the dialysate out-flow line. Estimated blood loss was 200 cc's. Treatment was continued with a new dialyzer and new bloodlines without. No patient injury or medical intervention reported.